Event description:
Coopervision, inc. Received medwatch report(B)(4) on (B)(4) 2013. The patient reported that over a period of five years she experienced allergies, green discharge, dry eyes, decreased vision, eye redness, photophobia, corneal abrasion and corneal scarring due to lens wear. The patient noted that she was prescribed allergy drops for the green discharge. The patient stated she had worn the lenses longer than the 8 hours recommended and was advised to remove the lenses for a few weeks. After a few days the redness and discharge had cleared. The patient resumed lens wear and after 6 hours of wear, redness had returned. The patient felt she was suffering from dry eye and would alternate between lenses and glasses. The redness was reported to have disappeared when the lenses were removed. The patient noted the discharge had returned. She noted that she had gone to a hair salon on (B)(6) 2008, and experienced an uncomfortable sensation. She stated that the lenses were glued to both of her eyeballs. She removed the lenses with contact solution and experienced corneal abrasions. She stated that she had suffered corneal scarring due to this event. No lot number was reported and no lenses were returned for evaluation. The medwatch report did not contain patient contact information and therefore follow up was not possible. This is being reported as corneal scarring. The location of the scarring could not be confirmed.

Manufacturer narrative:
Lot information was not reported product was not returned. Not returned to manufacturer.